Event description:
It was reported that the device reached elective replacement indicator (eri) due to high battery impedance. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Elective replacement indicator (eri) due to high battery impedance was logged on (B)(4) 2011 prior to explant. Ramware version 8 was installed (B)(4) 2011.